Manufacturer narrative:
Device evaluation. The reported possible deviation in the test results was not verified during service. During preliminary analysis the service technician did not find any error code and the instrument booted up normally. The customer did not approve the repair and the instrument was sent back to customer unrepaired. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an act plus instrument, it was reported there was a possible deviation in the test results. The use of the instrument was unknown. There was no adverse patient effect associated with this event.